Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive and showing normal signs of wear-and-tear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the keypad cover was found to have a hole located near the up arrow button; the button symbols were found to be illegible. Evaluation revealed that all keypad buttons were intermittently responsive and sticking. The ok button required increased force to elicit a response. There was evidence of keypad contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.